Event description:
It was reported that pump displayed malfunction alarm with code malf 0 before being reset, and no notable events occurred prior to malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.